Event description:
(B)(4). It was reported that the laser fiber broke while being used on a pt. It then took 45 min to remove the fiber as it had gotten tangled in the cystoscope. It is not known where on the fiber the break occurred. Additional info has been requested but not yet received.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.